Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump failed displacement test (285.5 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Event description:
It is reported that the customer received a multiple motor errors on his insulin pump. Customer current blood glucose level was not provided. Insulin pump will be replaced for the customer. No further information was provided.